Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (B)(6) displayed a mid:09 (air trap assembly) message and did not operate further was confirmed through event log review, but not during functional testing. No device malfunctions were observed during functional testing, and the thermogard system functioned as intended. The event log review indicated multiple occurrences of mid:09 on the reported event date during the self-test. The thermogard system passed the functional testing without errors. The reported mid:09 error was not reproduced during testing, and no component issues that would trigger mid:09 were noted. The thermogard system functioned as intended. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues.

Event description:
The thermogard xp ivtm system (B)(6) was turned on to start ivtm therapy using the icy catheter and the start-up kit. After performing self-testing, the thermogard system stopped working. The system was turned off and restarted. However, it displayed a mid:09 (air trap assembly) message and did not operate further. The thermogard system was replaced with a surface cooling device to continue the therapy. No patient injuries were reported.